Manufacturer narrative:
One sample was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The sample was connected to a primary infusion line and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no occlusion, air-in-line or leakage identified. The customer complaint that the product occluded was not confirmed. A root cause was not determined because the reported failure was not reproduced. A device history record review could not be performed because the lot number is unknown.

Event description:
Material: unknown lot: unknown. It was reported by customer that IV pump alarming downstream occlusion and high pressure limit. Verbatim: rcc received a complaint via email. Email(s) attached. Rn entered room to IV pump alarming downstream occlusion and high pressure limit. Pt sleeping. Piv in hand. Rn assessed piv site and IV tubing. Rn flushed piv easily with ns. Rn attached new 0.2 micron low protein binding filter and pressure limit went down and no more alarms on IV pump.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following: rn entered room to IV pump alarming downstream occlusion and high-pressure limit. Pt sleeping. Piv in hand. Rn assessed piv site and IV tubing. Rn flushed piv easily with ns. Rn attached new 0.2 micron low protein binding filter and pressure limit went down and no more alarms on IV pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.